Manufacturer narrative:
Corrected information: section d changed brand name from sensation plus 7.5fr. 40cc iab to sensation 7fr. 40cc iab section d changed catalog # from (B)(4). Device evaluation: the product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing was also returned. A catheter tubing kink was observed near the y-fitting at approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was detected within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the arterial pressure was unable to be read from the optical fiber. The hospital staff attempted to unplug and plug the sensor cable then could not calibrate the fiber optic cable.. The hospital staff then had to remove and exchange the whole system for a new one. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the arterial pressure was unable to be read from the optical fiber. The hospital staff attempted to unplug and plug the sensor cable then could not calibrate the fiber optic cable.. The hospital staff then had to remove and exchange the whole system for a new one. There was no reported injury to the patient.